Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "broken cables". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product, and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the 8mm permanent cautery spatula (part# 470184-13/ lot# n10191209/sequence# 0067) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# sk2074. The instrument had 1 use remaining. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy (malignant) surgical procedure, the instrument was found to have broken cables. A backup instrument was used. The procedure was completed with no reported injury.